Event description:
According to the initial information received, an amplatzer septal occluder that was implanted in 2002 reportedly led to a perforation. Additional details are pending.

Manufacturer narrative:
Additional information has been requested. When further information becomes available, an amended report will be submitted.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Review of the medical records and images by agas medical consultant resulted in the following findings: the patient had a large secundum asd which was closed with a 36mm device. The procedure was performed in (B)(6) 2003 when balloon-sizing instructions were not followed as closely by implanting physicians. This patient experienced device-related erosion more than eight years after the procedure. The operative findings and the pictures that were provided showed that the erosion was device-related. Unfortunately, all the implanting images and follow up echocardiograms were lost after they had been archived. A phone conversation with the physician was made to re-confirm the site(s) of erosion and asked him to provide the echocardiogram that was obtained after the patient experienced erosion. The following interpretation is based upon the pictures provided (no echo loops), the description of the surgeon following a phone call with the physician followed by email and the initial description of the defect per the implanting physicians. The description of the implanting physicians suggests that the defect was large and had a minimal inferior (ivc) rim. Balloon-sizing was performed and given the date of the procedure, a balloon stretched diameter was obtained, 32.5mm. (No information was provided about the static diameter.) The patient had follow ups in 2003 and 2007 (five-year follow up) after which she was discharged from the clinic. The CT image and still echo images were from the time when patient was admitted for the chest pain. These images showed a large device that appeared to have cut through the pericardium into the transverse sinus. The operative pictures show the device in place followed by device removal and patch closure of the defect. The description of the procedure by the surgeon noted two separate sites of erosion, the aortic root on the la side and a second erosion toward the right upper pulmonary venous side (below the groove of sonegaard). According to aga's medical consultant, the following conclusions were drawn: this was an extremely large device for the size of the defect, resulting in erosion in two different areas of the left atrial free wall. Per the description of the implanting physicians, the defect had a minimal ivc rim. In these types of defects, the device must be significantly over-sized for it to stay in the defect. The interpretation is based upon very limited information provided.

Event description:
According to the initial information received, an amplatzer septal occluder (aso) that was implanted in 2002 reportedly led to a perforation. New information received indicated on (B)(6) 2003, the patient presented with a large atrial septal defect (asd). Balloon sizing of defect was performed and measured 32.5mm and a 36mm aso was chosen. The original echocardiogram notes documented there was "a substantial superior rim, but with small inferior rim." The aso was implanted without difficulty and was reported to be good with "good position and appearance of device" in situ. Follow-up in 2003 and 2007 allowed the patient to be discharged from the care of the cardiologists. On (B)(6) 2011, the patient presented to the hospital with pericarditic pain, but was reported to be hemodynamically stable. She was admitted to the hospital, and tte revealed a large pericardial effusion. A cardiac CT showed that the device had likely "eroded." Blood tests crp and esr were normal suggesting the effusion and pain were not related to pericarditis but more likely to a device-related effusion. On (B)(6) 2011, the aso was explanted. The operative notes state "hemopericardium, erosion below groove of sonegaard at level of rspv and roof of la, median sternotomy, long slow dissection, defect in roof of la and above rspv. Defect repaired, asd patch closure with autologous pericardium." Postoperative echo showed no residual shunt and bubble test was negative. The patient was reported to be recovering well from surgery.

Event description:
According to the article "very late erosion of amplatzer asd closure device presenting as pericardial pain and effusion 8 years after placement" (doi: 10.1002/ccd.24755), new details emerged about this event: on (B)(6) 2011, the patient presented to the hospital with sudden onset of pericarditic pain 30 minutes after bowling but was reported to be hemodynamically stable. She was admitted to the hospital and a tte revealed a 1cm pericardial effusion (pe) with no evidence of tamponade. The aso was splayed over the aortic root but there was no evidence of abnormal flow according to color doppler. During explant and upon exposure of the pericardium, the effusion was hemorrhagic and the aso was found to have eroded through the la at two sites: below the groove of sondergaard (inter atrial groove) and at the level of the right, superior pulmonary vein and the roof of the la. The patient's defect was repaired using an autologous pericardial patch. The patient was reported to be recovering well from surgery and was discharged six days later.

Manufacturer narrative:
This event was reviewed by aga's erosion board. Following adjudication, erosion was confirmed.